Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Event description:
It was reported, that a patient presented with discomfort at the site of the implanted pacemaker. The device was explanted on (B)(6) 2024. The patient was stable throughout the procedure.